Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of electrical issue was confirmed. Based on the evaluation, the user's report of 'no image' is due to a faulty charge-coupled device (ccd) unit. Also found on evaluation, a short in the cable causing intermittent image noise. The device was repaired. The cause was traced to an electrical issue. No further information was reported.

Event description:
The customer reported to olympus that electrical issues occurred with the device. There was no patient injury reported.

Manufacturer narrative:
Event description: customer found camera head, electrical abnormalities, electrical abnormalities. A review of the device history record was completed and it was confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process. The root cause of the reported event could not be identified. The event pointed out could be caused by the following: the cable unit and charge-coupled device (ccd) unit are electrically damaged. It is determined that the cable unit and the charge coupled device unit could be electrically damaged by the following: foreign objects or moisture adhered to the electric contacts of the connector while this video system center is connected to the processor, causing a short. The video system center was connected to the processor while it turned on. The inrush of current at turn-on caused damage in the electrical circuit. Water-intrusion inside the device caused damage in the electrical circuit. Disconnection of the cable led to failure in energization. The event could be caused due to the mishandling by the user which was deviated from connecting and precautions against frozen or lost endoscopic images in the instructions for use. Per the instructions for use: the following precautions against frozen or lost endoscopic images. Make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. Turn the video system center off. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. A review of the device history record was completed and it was confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process.